Manufacturer narrative:
MDR: . / initial 1 of 2. This emdr is being submitted for an unknown number of quantities. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced an event where infusion set adhesive not sticking on 14 may 2026.